Event description:
Caller reported an issue with the pump, indicating that the previous cartridge broke halfway during removal, leading to a new cartridge alarm. There was no adverse impact to the customer's blood glucose level. Customer was able to resume insulin therapy with the new cartridge after retrying the installation.